Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established, however, it is possible moisture got inside the distal end from the leakage area, and inside the lg-lens part was corroded. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) leakage testing of the endoscope_ perform the leakage test. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the duodenovideoscope exhibited the forceps elevator. And the adhesive around the light guide lens had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.